Manufacturer narrative:
The device has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, an addendum to this report will be filed, if required. No additional reports have been received for this lot.

Event description:
According to the info received, the balloon deflated partially during an operation with leakage upstream from the valve. The catheter was replaced.